Event description:
The dr had difficulty during deployment - the filter's hooks would not disengage from the spline. After much manipulation, the filter released from the delivery system and was implanted in the intended location. Pt is fine.